Event description:
The patient received two leads with the same lot number. It was reported the patient was without stimulation as a result of lead migration. Surgical intervention was undertaken and the leads were replaced on (B)(6) 2014. Effective stimulation was achieved postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.